Manufacturer narrative:
The reported event of use of device problem was not confirmed. Final analysis did not find any anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the implant procedure of the atrial aveir leadless pacemaker (lp), the patient's cardiac tissue failed to be captured by the device. It was believed to be due to patient anatomy. The lp was unable to be installed during the procedure on (B)(6) 2025. There were no patient consequences.